Manufacturer narrative:
Case information including facility, surgeon's name, surgery date(s), or related patient information was not provided by the initial reporter. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 phantom small bone intramedullary nail system. The coating on the two met-cuneiform guide was reported to have peeled off. This is report 2 of 2 for this incident.